Event description:
This customer observed positively biased vitros total b-hcg (hcg) results from a quality control fluid. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event found that the bias was associated with the analyzer. The posting of codes by the analyzer supports equipment malfunction. There is no root cause identified at this time.